Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The customer reported beeping air or beeping error was evidenced through a review of the event history log by the presence of air in line alarms on the final days of customer use; however it cannot be determined if the alarms are true or false. Evaluation was unable to reproduce the reported symptom and the device was found in specification in relation to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found a delayed keypad response. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a beeping air or beeping error in the critical care unit (ccu). There was no patient involvement. No additional information is available.